Event description:
It was reported that this pacemaker was exhibiting far field oversensing that led to inappropriate mode switches. Technical services (ts) was consulted and noted cross-chamber blanking, recommended different reprogramming options to resolve the issue. This pacemaker remains in service. No adverse patient effects were reported.